Event description:
It was reported that the patient experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor signal loss while using the ilet, and the agent verified the sensor remained paired and within range and advised waiting for the signal to resume, consistent with an intermittent communication failure associated with the sensor's antenna/electromagnetic communication. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the reporter and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure, with the affected device component identified as the antenna/electrical and magnetic interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.